Event description:
Pt developed a sternal wound infection 2.5-3 months later undergoing a revision aortic valve replacement in (B)(6) 2015. She had to have sternal wound I&d. Operative cultures grew mycobacterium fortuitum. Pt had undergone re-do avr in (B)(6) 2015, placed on bypass with sorin heater cooler unit used in operating room. Pt had prior first avr in 2013 at an outside hospital in philadelphia area. Reason for (B)(6) 2015 revision avr was because of culture negative endocarditis; 2013 surgery was done at institution outside our organization so no idea if that procedure also used a heater/cooler unit.